Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) by ambulance. The patient blacked out temporarily and fell hitting her head on her dresser. The patient suffered a cut and bleeding from their head, due to the fall. The patient's blood glucose (bg) values dropped to 42 mg/dl. For treatment, the patient had the wound on their head attended to, given diagnostic tests for concussion and was given hydromorphone at 2mg strength for the pain. The patient also reported having gastroparesis and stage 5 kidney failure. The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged after 2 to 3 hours.